Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient has had multiple surgical procedures due to illness. Occurred post-operatively following a low anterior resection. The patient became septic and required an emergency laparotomy which revealed a complete anastomotic breakdown. The surgeon reported the colon feeling compressed after stapling. An end colostomy was places with loop ileostomy left in place. The patient remained in the intensive care unit for 5 weeks requiring a tracheostomy, renal failure dialysis, and drains due to fecal peritonitis he was ultimately discharged approximately 2 months later. The surgeon reported after the third surgery, there were no staples attached to the colon when it was pulled through.